Event description:
Information received indicates the left siderail is not staying in the latched position.

Manufacturer narrative:
The technician found the siderail end tube was broken. The technician replaced the end tube to repair the stretcher.